Event description:
Pt scheduled for ptca stent procedure. Two stents were placed in overlapping fashion in the left anterior descending coronary artery. The second stent was post dilated then balloon was removed. Subsequent angiogram revealed the need for further post dilation. The balloon was attempted to be placed through the stent unsuccessfuly. This balloon was removed, rewrapped and it then crossed into the stents with difficulty. Following the final inflation of the balloon, all attempts to retract it failed. Flow was distrupted by the presence of the balloon and the device had to be forcefully removed. The balloon separated, leaving the distal portion within the second stent. Pt was taken to emergent coronary artery bypass graft. The two stents with the remaining portion of the balloon were successfully removed.